Manufacturer narrative:
On december 23, 2021, mentor received additional information indicating that the patient's date of explantation was updated to (B)(6) 2021. The patient's implants were replaced with the following: (left) 450cc mentor smooth round moderate plus profile saline catalog: 3502450 lot: 7604666 sn: 7604666-071 and (right) 450cc mentor smooth round moderate plus profile saline catalog: 3502450 lot: 9411925 sn: (B)(6).

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral breast implant deflation, post-procedure. As a result, the patient has been scheduled for bilateral implant explantation surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis.